Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable; (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 5/15/2015. The UDI has been updated accordingly. Device evaluation update: upon further investigation, it was further determined that the sleeve was worn on the edge. It was further determined that the device failed pretest for cutter insertion. If additional information should become available, a supplemental medwatch report will be submitted accordingly.